Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the peroneal artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the relevant device could not pass through. A wolverine was brought in again after dilating the small diameter balloon. During delivery the balloon was caught in the calcified lesion ang ruptured before dilation. The dilation was performed with hp bc and the procedure was completed with this device. No patient complications were reported.